Manufacturer narrative:
Date of event: the event occurred on an unreported date around "(B)(6)to (B)(6) 2022". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Treatment for the event was unknown. Pd therapy was continued during the treatment. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.